Manufacturer narrative:
Investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120. The complaint of sound to low was not confirmed during testing ,while inspecting and testing the piezo, it was alarming normal. The event log revealed cassette not attached properly. No fault could be found as the device worked as intended. No action taken.

Event description:
Investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Additional information received on 07/29/2020 provided the event date and that the fact that there was no patient involved.

Event description:
Information was received indicating that a smiths medical pump's sound is too low. There were no reported adverse events.